Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no other incidents reported from this lot. All available information was investigated, and the reported single leaflet device attachment in this incident appears to be related to the patient morphology/pathology. The reported mr was likely a result of the single leaflet device attachment (slda). The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, the following information was provided: it was reported that the initial mitraclip procedure was performed on (B)(6) 2016. On (B)(6) 2017, during a follow-up visit, it was found that the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr had increased to 4. On (B)(6) 2017, a second mitraclip procedure was performed for treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that the initial mitraclip procedure was performed four months ago. On an un-specified date, a single leaflet detachment was noted during a follow-up visit. The clip was only attached to the posterior leaflet and mitral regurgitation grade was 4. On an unknown date, a second mitraclip procedure was performed reducing mr from grade 4 to 1-2. No additional information was provided.